Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The severed distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Prior to disassembly of the pump, visual examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned device, examination of the distal side of the inlet stator revealed no depositions or thrombus formations. The report of a clot visualized in the inflow bearing upon explant could not be confirmed. The body of the rotor revealed a small deposition between two of the blades. Areas of this deposition were hard and denatured indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated power and flow values, as well as the report of hematuria. Evaluation of the proximal side of the outlet stator revealed a small deposition adjacent to the bearing ball. Its non-laminated structure and lack of denaturation indicate that this deposition did not likely form in the outlet stator. Additionally, this deposition was not adhered to the device and there were no contact marks at the distal end of the rotor to confirm that it was present in the outlet stator while the pump was supporting the patient. Although the origin of this deposition and the duration which it was within the pump could not conclusively be determined, its size and structure suggest that it may not have contributed to the reported event. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of driveline infection is covered under medwatch MFR report #2916596-2017-01533. (B)(4). Approximate age of device ¿ 8 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient admitted to hospital (B)(6) 2017 for treatment of driveline infection. Shortly after arrival patient was noted to have increased powers/flows and hematuria. Patient¿s coumadin compliance was in question. There were no alarms reported for this event. The pump was exchanged on (B)(6) 2017 and a clot was visualized on inflow bearing. No additional information was provided.